Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 26 devices were not evaluated, as a probable cause for the issue was identified during a troubleshooting call between the customer and stryker technical support and no further assistance was requested by the customer. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 26 malfunction event(s), where it was reported the device experienced inadequate mattress retention force. There was 1 event with patient involvement where the patient fell but was not reported to have been injured as a result.